Event description:
New information received noted that the patient experience fatigue.

Event description:
It was reported that the patient presented in the clinic with worsening shortness of breath. It was noted that the left ventricular lead failed to capture and exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was stable.